Event description:
The customer reported that on (B)(6) 2011 a healthcare worker's hair was sucked into one of the cooling fans of a cytomics fc 500 flow cytometer while working behind the instrument. The healthcare worker's hair had to be cut in order to free them from the fan. The healthcare worker did not seek medical treatment as a result of this incident. There was no death or serious injury associated with this event. No patient results were affected. The instrument was a customer purchased sales demonstration model and the fans had the manufacture-installed silver finger grates on the fans but not the back cover (sound guard). The manufacture-installed grates are intended to keep fingers from entering the fan, however will not prevent hair from entering due to the vacuum effect of the fan.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) installed fingerguard frames with removable air filter snap-in retainers for the two (2) fan boxes on rear of the cytometer. The root cause is that the back cover (sound guards) were not installed over the cooling fans.